Event description:
During a coronary stenting procedure, the product did not cross the target leison. The stent dislodged and was snared from the pt. Guidewire position was not lost and there was no reported pt injury.